Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The attorney alleged the death was due to the failure of either the insulin pump or the infusion set to deliver insulin. It was alleged that the customer experienced complications in stabilizing her glucose levels resulting in diabetic ketoacidosis and her death. It was alleged that the customer experienced high blood glucose, and she complained to co-workers that her insulin pump was malfunctioning in some way the day before the death. It was alleged that the customer went home from work early complaining of illness and without her insulin pump working properly. It was stated that the customer was found deceased on the morning of (B)(6) 2012, and it was attributed to diabetes ketoacidosis. No further information was provided.